Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic with electrocardiograms of inappropriate automatic mode switches and undersensing. The device was reprogrammed and remained implanted. The patient felt fine.